Event description:
It was reported that bd phoenix¿ ap contamination is suspected. The following information has been provided by the initial reporter: suspected contamination.

Manufacturer narrative:
H.6 investigation summary the complaint of "customer follow up regarding contamination issue" was received against instrument phoenix ap material number: 448010, serial number: (B)(6).bd remote assistance provided, instructed customer to complete the decontamination procedures and consumables replaced. Instrument was found to be operational and released to the customer for regular use.this complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur.bd quality will montor the trends associated with the failure. H3 other text : see h.10

Event description:
It was reported that bd phoenix¿ ap contamination is suspected. The following information has been provided by the initial reporter: suspected contamination.

Manufacturer narrative:
Initial reporter email: (B)(6). Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.